Manufacturer narrative:
Initial reporter phone number: (B)(6). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. The day after the event onset, the peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the event. Two days after the event onset, the patient started treatment with intraperitoneal cefazolin (1g daily; ongoing) and intraperitoneal amikacin (100mg daily; ongoing) for peritonitis. Dianeal therapy remained ongoing. At the time of this report, the patient is recovering while remaining on antibiotic therapy. No additional information is available.

Manufacturer narrative:
Eighteen days after the start of antibiotic treatment, the patient finished the antibiotic treatment. Twenty three days later, the patient recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.